Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the atrial lead exhibited noise over-sensing and myopotential over-sensing. The atrial lead was reprogrammed on (B)(6) 2022. The patient was in stable condition.